Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility. Update rec'd (B)(6) 2014 - pfs and medical records received. Part/lot information received. A correct doi was provided and this complaint is for the left hip. After review of the medical records the patient actually had asr implanted. The revision operative note indicated the metallosis and corrosion the trunnion. The unknown liner is being changed to the cup and unknown head is being changed to the hip stem. The sleeve and femoral implant are being added to the complaint. There was no mention of infection or dislocations as alleged. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.